Event description:
It was reported that a patient had a device put in for neurogenic bladder and it was thought that nerve damage was causing a problem, but it wasn¿t. The patient never had therapeutic effect and had a burning sensation at the implantable neurostimulator (ins) location. There was a problem with the ins, it didn¿t work, and the implanting physician expressed belief that the ins was defective and this resulted in pain and shocking that the patient was experiencing. The patient had an appointment on (B)(6) 2008 for device removal but wanted a more immediate date as the pain was significant. The device was removed on (B)(6) 2008. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant product: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3093, lot # v048075, product type lead; product ID 748910, serial # (B)(4), product type extension; product ID 3093, lot # v048075, product type lead; product ID 748910, serial # (B)(4), product type extension. (B)(4).